Event description:
Event description guidant received information that one day post implant this cardiac resynchronization therapy defibrillator (crt-d) exhibited elevated thresholds, extracardiac stimulation and loss of capture.